Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling, using battery and aux separately and together without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.